Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the 45-day routine follow up, computed tomography (CT) imaging revealed an immobile, 1x1 cm device related thrombus on the face of the closure device. The patient was placed on oral anticoagulation and a repeat CT scan is scheduled for (B)(6) 2025. It was noted that anticoagulation had been stopped on (B)(6) 2025, due to the patient experiencing epistaxis.

Manufacturer narrative:
Medial media was provided to bsc. The medical media provided is related to thrombosis and does not appear to depict any unrelated device or user-related allegations. No further review is required by bsc.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the 45-day routine follow up, computed tomography (CT) imaging revealed an immobile, 1x1 cm device related thrombus on the face of the closure device. The patient was placed on oral anticoagulation and a repeat CT scan is scheduled for (B)(6) 2025. It was noted that anticoagulation had been stopped on (B)(6) 2025, due to the patient experiencing epistaxis.